Event description:
Foam sleeve separated from the retainer ring and remained in ear canal. Pt. Reportedly though it was water and pushed it in further with a q-tip. Pt went to ER and the dr was unable to remove it. Pt then went to ent dr who removed the foam. No injury or adverse sequela reported.